Manufacturer narrative:
(B)(4). Date sent to FDA: 09/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the reason for removal of the external suture 9 days post-op? To reduce rejection to the suture. Was this part of normal post-op care? Yes. If any deficiency was noted with the external suture used, please explain and provide the product code and lot number. The external suture belongs to the other brand, so the related information isn't available. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? No. Did the patient experience any symptoms following the index surgical procedure? Onset date? There were no symptoms after the surgery. The suture was found rejected about a month after the surgery. Other relevant patient history/concomitant medications? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open surgery. How was the suture placed (interrupted or continuous)? Continuously placed. Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Physician considered that it was caused by the rejection to johnson & johnson suture vcp433h used for subcutaneous suture . What is the patient's current status? The patient is in a good condition now.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Could you please confirm if the patient present dehiscence? The incision did not crack. Could you please confirm if re-suturing was necessary? The incision has been cut and sutured again. What do you mean by "the wound was reprocessed"? It refers to the incision of the skin and re suturing under the skin. Could you please confirm what is the tissue condition? No feedback. Any prescribed medication/ treatment provided? If yes, please provide medicine name, strength and dose. No. Was any surgical intervention performed? Reoperation. What does it mean by ¿ wound was re-processed¿? Please clarify/specify. Incision has been cut and re-sutured. Were there any medication prescribed due to post-op event? No. In what tissue was the vicryl suture used/placed (external or inner layer)? Please specify. Subcutaneous adipose layer. What was the indication for external suture removal 9 days after the index surgery? According to feedback, it is to reduce tissue reaction of suture. What was the wound appearance at 9 days after the index surgery? It healed well. Was the only extruded part of inner suture removed month later? Please specify. Yes, the only extruded part of inner suture which hasn't been absorbed was removed. What does it mean by ¿ wound was re-processed¿? Please clarify/specify. Incision has been open and re-sutured. Was the rejected suture removal and wound re-processed performed during surgical intervention/re-operation? Please clarify/specify. They were done during the re-operation. Were there any medication prescribed due to post-op event? No. The following information was requested, but unknown: in what tissue was the vicryl suture used/placed (external or inner layer)? Please specify. What was the indication for external suture removal 9 days after the index surgery? What was the wound appearance at 9 days after the index surgery? Was the only extruded part of inner suture removed month later? Please specify. Was the rejected suture removal and wound re-processed performed during surgical intervention/re-operation? Please clarify/specify.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In what tissue was the vicryl suture used/placed (external or inner layer)? Please specify. What was the indication for external suture removal 9 days after the index surgery? What was the wound appearance at 9 days after the index surgery? Was the only extruded part of inner suture removed month later? Please specify. What does it mean by ¿ wound was re-processed¿? Please clarify/specify. Was the rejected suture removal and wound re-processed performed during surgical intervention/re-operation? Please clarify/specify. Were there any medication prescribed due to post-op event? Could you please confirm if the patient present dehiscence? Could you please confirm if re-suturing was necessary? What do you mean by "the wound was reprocessed"? Could you please confirm what is the tissue condition? Any prescribed medication/ treatment provided? If yes, please provide medicine name, strength and dose was any surgical intervention performed? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m.

Event description:
It was reported that a patient underwent an excision and suture of nevus pigmentus on the face and back on (B)(6) 2021 and suture was used. 9 days later, the external suture was removed. However, a month later, that is (B)(6) 2021, it was found that the inner suture was rejected, and a bit inner suture had been extruded to the skin surface and could not be absorbed. The rejected suture was removed, and the wound was reprocessed. Additional information has been requested.